Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has not been returned. Implant still implanted. Additional 510k codes: k011028, k013227.

Event description:
It was reported that the internal threads of the implant were damaged. General dentist saw the patient to take an impression and he could not seat the healing abutment in the implant. He tapped the implant and now it is fine.

Manufacturer narrative:
No device was returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate instructions for use were identified and reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction is unconfirmed. A root cause cannot be identified. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.